Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." Later patient reported from an MRI "slightly angulated contour", "a few small cysts", and "a few enhancing nodules which do not have any suspicious morphologic characteristics". The device remains implanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ lump/nodule: unable to observe since it is not related to the device. ¿ rupture: not observed openings on the provided photos. ¿ cyst(s): unable to observe since it is not related to the device. ¿ crease/folding of implant: unable to observe creases on the provided photos. No additional observations are performed.

Event description:
Patient reported right side "rupture." Later patient reported "slightly angulated contour", "a few small cysts", "a few enhancing nodules which do not have any suspicious morphologic characteristics". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b6, d6a.

Event description:
Patient reported right side "rupture." Patient later reported from an MRI "slightly angulated contour", "a few small cysts", and "a few enhancing nodules which do not have any suspicious morphologic characteristics". The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.